Event description:
The customer reported the device temporarily hangs. There is no report of pt involvement.

Manufacturer narrative:
(B)(4). The device was sent to the (B)(4) for eval and the issue was confirmed. The optical switch and processor pca was replaced to resolve the issue. The device then passed all testing and was returned to the customer site for use. Philips was able to determine the cause of the malfunction as multiple parts were replaced.